Manufacturer narrative:
Occlusion is addressed in the provided IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; importance of accurate placement. Specific to this case the IFU states: after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required..." "Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description and the physicians' comments: "the stent graft was thought to be occluded the bifurcation area of right renal artery. Right renal artery was positioned higher than left renal artery, so I don't know the exact cause of this event." A definitive root cause can not be determined or reported at this time. We will continue to monitor for similar complaints. Additional action is not required at this time. The risk is insufficient per qera, the risk remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the procedure. Final angiography revealed right renal artery occlusion. Another manufacturer's stent (5mm x 18mm) was placed in the bifurcation area of right renal artery, and blood flow to renal artery was confirmed. The pt is fine.